Event description:
During an unk procedure, the device ripped. Another like device was used to complete thecase there were no adverse consequences to the patient.

Manufacturer narrative:
Lot # 040908.